Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit. The pt's mother indicated there had been no seizure increase, but the pt's behavior had changed. X-rays were sent to the MFR for review, and no obvious lead discontinuities were identified. Good faith attempts for additional info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.